Event description:
A customer reported that when removing the primary set (B)(4) from the extension set (B)(4), the male luer on the primary set breaks off due to torque. The customer stated this usually occurs with pts that come from surgery and that he does not know if surgery cleans the female luer with alcohol or chlorhexidine. There was no report of pt harm and medical intervention was not required. The customer did not provide any additional pt or event info.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.